Event description:
Allegedly cup was revised due to infection.

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend for (B)(4) lot no: 107472439. Device history record reviewed. Package insert reviewed. Product not returned.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the reporter. This report will be updated when the investigation is complete.